Event description:
It was reported that the omnilink stent delivery system (sds) was being used in the iliac (off label use). When the stent was advanced to the stenosis, it dislodged from the balloon just proximal to the lesion. The sds was used to capture the stent and move it into the intended lesion site where it was deployed. Reportedly, there were no pt effects.